Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support, who provided complete pump reset information and guided them through the process, resulting in the successful start of their sensor session without further errors.